Event description:
On (B)(6)2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6)2019, a computed tomography (CT) scan of the abdomen revealed positive mesenteric perforation. There were no signs of tilting, migration, stenosis, and fracture/bending.

Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed positive mesenteric perforation. There were no signs of tilting, migration, stenosis, and fracture/bending.